Manufacturer narrative:
A ge service representative performed an onsite investigation. The gi batteries were evaluated and replaced. The pins in lemo connector were reseated. The voltage on 5v power supply was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a key switch in standby x-rays and lift disabled message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.